Event description:
The pt stated that while he was returning the piston rod, the pump began to make a grinding noise. No physiological effects were reported. The pt was assisted with setting up his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.